Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: march 13, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a left femoral neck revision was performed on (B)(6) 2016 for a non-union. During the original surgery, a plate and eight screws were implanted. During the removal, all implants had been intact except one screw that was broken. The broken screw was revealed on x-rays during the procedure. All parts of the broken screw were removed and no fragments remained in the patient. The patient was revised with a valgus osteotomy and bone grafting, a six-hole 140 degree locking compression plate (lcp), dynamic helical hip system (dhhs) plate and an unknown quantity of screws. During the implantation of the dhhs plate and screws, while attempting to place one cortex screw, the large hexagonal screwdriver head broke off. The piece was retrieved and a backup screwdriver was used. The surgery was successfully completed with a one minute surgical delay and no other medical surgical intervention. The patient status/outcome is fine. This report is for the intra-operative breakage of the screwdriver. The non-union requiring and broken screw are captured and reported under linked complaint (B)(4). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the subject device. Complaint description: during the implantation of the dhhs plate and screws, while attempting to place one cortex screw, the large hexagonal screwdriver head broke off. The piece was retrieved and a backup screwdriver was used. This complaint is confirmed, as the returned device (314.27) was received with the distal tip sheared off. The sheared off tip fragment(s) were not returned for evaluation. Replication of the complaint condition is not applicable as the device's shaft tip is already broken. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A definitive root cause was unable to be determined. However, the complaint condition was most likely caused by excessive torsional force resulting in the tip of the shaft breaking. It is not likely that the design of the device contributed to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.